Event description:
It was reported that air was observed in the patient line of the cassette during the initial drain of peritoneal dialysis therapy. During troubleshooting, it was noted that the patient was not connected to the patient line of the cassette when therapy was initiated. The patient later connected to the line after the initial drain was started. Proper procedures were reviewed and the technical service representative assisted the patient with ending therapy. The patient started therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who observed air in their patient line due to a use error further described as therapy was initiated prior to the patient being connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.